Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that an arteriovenous fistula and pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have right groin bleeding. The physician performed manual compression and c-clamp for 30 minutes. The patient was noted to have a small iatrogenic arteriovenous fistula (avf) with no steal syndrome. Ultrasound-guided (usg) was repeated and a small wide neck pseudoaneurysm was noted at the medial side of the superficial femoral artery. Usg compression was performed for over 30 minutes. Flow was still seen in avf, but reduced flow in the pseudoaneurysm. Distal pulses were intact. There were no other complications that were reported to have occurred.

Manufacturer narrative:
D1, d4, h4: detailed product information was provided to bsc and updated.

Event description:
Reported via clinical study. It was reported that an arteriovenous fistula and pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have right groin bleeding. The physician performed manual compression and c-clamp for 30 minutes. The patient was noted to have a small iatrogenic arteriovenous fistula (avf) with no steal syndrome. Ultrasound-guided (usg) was repeated and a small wide neck pseudoaneurysm was noted at the medial side of the superficial femoral artery. Usg compression was performed for over 30 minutes. Flow was still seen in avf, but reduced flow in the pseudoaneurysm. Distal pulses were intact. There were no other complications that were reported to have occurred.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman access system was discarded; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman access system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include [pseudoaneurysm, and fistula (imaging required, hospitalization). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the events of pseudoaneurysm, and fistula were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that an arteriovenous fistula and pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have right groin bleeding. The physician performed manual compression and c-clamp for 30 minutes. The patient was noted to have a small iatrogenic arteriovenous fistula (avf) with no steal syndrome. Ultrasound-guided (usg) was repeated and a small wide neck pseudoaneurysm was noted at the medial side of the superficial femoral artery. Usg compression was performed for over 30 minutes. Flow was still seen in avf, but reduced flow in the pseudoaneurysm. Distal pulses were intact. There were no other complications that were reported to have occurred.